Manufacturer narrative:
Catheter model#8709, lot# j11032r09, implanted: (B)(6) 2002, explanted:unknown. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a loss of therapy; it was noted they were hearing rotors turning from the pump. A rotor study was performed and there were no issues. A dye study was performed and the results were catheter intrathecal. The pump was replaced. It was noted there was no injury. The patient recovered without sequela. The drugs in the pump were hydromorphone, bupivacaine, clonidine.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.